Event description:
An altitude alarm was reported on the customer's insulin pump, leading to a suspension of insulin delivery. There was no adverse impact on the customer's blood glucose level reported. Technical support instructed the customer to clean the pump's speaker holes and perform other troubleshooting steps, but the alarm recurred. As the customer was unable to resume normal pump operation, a decision was made to replace the pump and cartridge. The customer was also instructed on backup insulin delivery using multiple daily injections (mdi) and how to return the faulty pump.